Manufacturer narrative:
The investigation determined that a vitros creatinine (crea) result high outside the reference interval was obtained from a single patient sample using vitros chemistry products crea slides lot 1501-3533-9930 on a vitros 5600 integrated system. The result was higher than expected when compared to a repeat test event of the same sample run on a new calibration event. The most likely cause of the higher than expected vitros crea patient sample is a suboptimal calibration likely due to improper customer protocol when reconstituting the calibrator fluids. The initial vitros crea patient result was obtained on a calibration from (B)(6)2023 that showed results atypical to the expected calibrator values. For this calibration, the customer used a 1ml pipette and aliquoted this amount three times in order to reconstitute the calibrators. Per the vitros cal kit 1 instructions for use, a fixed 3ml pipette should be used to ensure accuracy of reconstitution. The customer reconstituted new calibrator fluids using an alternate adjustable pipette that they set to 3ml and obtained acceptable vitros pv results and expected patient repeat results with this calibration. As vitros crea lot 1501-3533-9930 was newly in use at the time of the event, there is no historical qc results for this lot. However, vitros crea quality control results for the customers previous lot of vitros crea (lot 1548-3531-7842) were acceptable with the same non-vitros biorad qc fluid, indicating that the vitros 5600 system was performing as expected leading up to the event, and that an issue with the biorad fluid is not likely. A diagnostic vitros alkaline phosphatase (alkp) precision test was also acceptable, indicating that the analyzer was performing as expected. Continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros crea reagent lot 1501-3533-9930 or calibrator kit 1 lot 0142.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a high vitros creatinine (crea) result outside the reference interval was obtained from a single patient sample using vitros chemistry products crea slides lot 1501-3533-9930 on a vitros 5600 integrated system. The result was higher than expected when compared to a repeat test event of the same sample run on a new calibration event. Patient sample vitros crea result of 1.68 mg/dl versus an expected result of 1.37 mg/dl biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros crea patient result was not reported outside of the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 602040.